Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
On (B)(4) 2015, information was received from a consumer regarding a patient receiving intrathecal morphine 25 mg/ml at 2.301 mg/day. The personal therapy manager (ptm) was brought to an appointment last week to increase what it was "putting out." A family member stated that the patient's healthcare provider (hcp) raised the amount in the pump, and it now appeared that the patient was overdosed. They described that the patient was not their old self, and they were not talking the way they normally talked. The family member spoke to the hcp just before reporting this information, and they removed a patch that the patient used. They were going to see if the patient was more awake. Additional information was requested to determine what was meant by the amount being raised in the pump, what diagnostics were performed in relation to the overdose symptoms, what caused the overdose symptoms, what actions and interventions were taken to resolve the overdose symptoms, and if the overdose symptoms resolved.